Event description:
It was reported that pump battery depleted too quickly, even though battery had recently been fully charged and pump did not display low power alerts or shut down. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place original pump in storage mode and return it with pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose sensor on replacement pump, which customer understood and acknowledged.